Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. During the procedure, the locking ring popped out of the cup into the patient's body cavity, it was then retrieved and reinserted. The implant remains in patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.